Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that foreign matter remained inside the nozzle. It is likely that foreign matter stuck inside the air/water nozzle could not be sufficiently removed and clogged because reprocessing was not performed according to instruction for use (IFU). There was no deformation of the air/water nozzle. It was confirmed that reprocessing was not implemented according to IFU. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, angle play, bending section bond crack/chip/discoloration, plastic distal end cover crush/discoloration, objective lens crack, objective lens adhesion peeling, ig corrugated tube buckling, ig corrugated tube collapse, ig serpentine discoloration, nozzle water drainage failure, operating unit submerged, and forceps channel air leak were observed. Lastly, scratches were found on multiple device components. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the evis lucera gastrointestinal videoscope is flooded without a waterproof cap. During a standard service inspection of the customer returned device, foreign matter was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This follow up report is being submitted to include additional information received from the customer. Olympus will continue to monitor complaints for this device.

Event description:
It was further reported that the problem was first identified during reprocessing.